Manufacturer narrative:
Device evaluated by MFR: the stent had detached from the balloon and was returned for analysis on a snare with a 0.014" guidewire inserted through the stent. A visual examination of the stent found the stent severely damaged across its entire length with struts distorted, bunched and stretched along the length of the guidewire. Individual assessment of the delivery system cannot be performed as the stent delivery system was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left circumflex artery (lcx). A 2.50x12 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to the lesion. However, it was noted that the stent was dislodged on the balloon. The device was completely removed using a snare device and the procedure was completed without placing another stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left circumflex artery (lcx). A 2.50x12 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to the lesion. However, it was noted that the stent was dislodged on the balloon. The device was completely removed using a snare device and the procedure was completed without placing another stent. No patient complications were reported and the patient's status was fine.